Event description:
Large 4mm tubular pda, significant bradycardia when 7f delivery ado sheath crossed pda antegrade. Multiple manipulations stabilized patient and 8/6 device placed. Advancement appeared suboptimal, bradycardia and hypotension re-occurred so device removed. After 8/6 device removed, a 6/4 placed without bradycardia or hypotension and appeared in good position. However, when angiogram done 10 minutes later, there was no flow to the lpa, and proximal pinching of rpa with sluggish flow occurred. Patient again hypotension and bradycardia. Device removed and patient referred for surgery. There was no patient injury and medical intervention was not required. Both devices were still attached to the cable when removed from patient.

Manufacturer narrative:
Device one:device examination by aga's research and developmental scientist found the end screw slightly cobra-shaped, which may be related to uneven wire mesh, but will not interfere with the quality of the device. When returning the end screw to the normal position, the device met dimensional specifications. No other abnormalities were found. Two devices were involved in this event, please reference manufacturer report number 2135147-2006-00044 for the second device.the use of the pda device is contraindicated for patients weighing less than 6kgs (IFU sections 3.1)hyper/hypotension may be a potential adverse event of interventional cardiac catheterization techniques (IFU section 6.4).